Event description:
It was reported that the device had locked up upon powering the device on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio control evaluated the device and verified the reported failure. Physio replaced the system controller pcb, user interface pcb, and the flex cable assembly connecting to the user interface pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.